Manufacturer narrative:
Review of the batch manufacturing records indicate that packs were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other event for the reported lot (same delivery). It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
As reported: "customer stated that upon arrival, there was damage to the boxes of cement [ripped open] and there was a strong odor."